Event description:
Boston scientific received information that the atrial lead safety switch was triggered due to low out of range impedance measurements accompained with insulation damage. The lead was reprogrammed to a unipolar configuration and will be considered for a revision during the next pulse generator replacement procedure. One year later the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.